Manufacturer narrative:
Lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.00/+5.50/080 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having rotation and a refractive surprise and remains implanted. The patient's post-op best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/50. Work order search: no similar complaints were reported for units within the same lot. Conclusion: as per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contradicted. This patient had an acd of 2.9 mm at the time of implantation. (B)(4).